Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances leading the minimal relief, needing to lean back to get stimulation and it not working were that the patient leaned back on a chair, raised both arms and it stopped. It was noted that the patient had notified their managing physician but had not scheduled an appointment yet. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient is not getting the stimulation they were getting. The patient stated they needed to lean back very far to get any sensation. The patient stated they went to yawn, leaned back, and raised their arms above their head and that was when they felt stimulation stop. The patient reported they know stimulation is still on because when they lean very far back they can feel it. The patient thinks something has moved. The patient declined to increase stimulation because they did not want it to shock them. No further complications were reported.

Event description:
Information was received by the consumer regarding a patient implanted with an implantable neurostimulator (ins) spinal pain. It was reported that the patient has to lean far back to get any stimulation. The patient really needed it to work. The patient¿s previous device was great, now has minimal relief. No further complications were reported or anticipated.